Event description:
Reporter indicated that his vns therapy programming handheld was freezing during interrogation. Troubleshooting resolved the issue, but it kept occurring. Good faith attempts to obtain the handheld in question are currently being made.